Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to prolapse, stress urinary incontinence, urinary frequency, cystocele, rectocele and urinary obstruction. The patient experienced pain, erosion, extrusion, infection, vaginal scarring, organ perforation and urinary and neuromuscular problems. It was reported that the patient underwent vaginal vault suspension to the right sacrospinous ligament, enterocele repair with high ligation of the enterocele sac, anterior and posterior colpoperineorrhaphy and cystoscopy on (B)(6) 2006. It was reported that the patient underwent mesh removal on (B)(6) 2006. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with removal of mesh from the anterior wall of the vagina, transobturator mesh insertion and cystoscopy due to erosion of vaginal mesh, stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-01509 and medwatch 2210968-2012-01511. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced difficulty emptying bladder, frequency and urinary tract infection.